Event description:
A malfunction alarm, identified as malf 12, was reported. The incident did not cause the customer's blood glucose level to exceed 500 mg/dl, and there was no adverse impact. The customer was assisted by technical support in resetting the pump, and after resetting, the malfunction code did not recur. The customer continued to use the pump for insulin therapy.